Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while monitoring a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included 30j self-test, bench handling, shock testing, and ECG testing without duplicating the reported malfunction. The device was recertified and returned to the customer. The device logs were not available as part of the investigation and were cleared prior to the return of the device. No trend is associated with reports of this type.